Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 400- high mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.